Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they were unable to clear it. Customer's blood glucose reading at the time of the call was 88 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, minor scratches on display window, cracked display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. No button error alarms noted. All buttons function properly. However, the insulin pump had a corroded keypad traces noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.